Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on(B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 341 mg/dl at the time of the call. The customer was given glucagon to treat. The customer went up to 471 mg/dl after being treated. The customer had levels of 66, 280 and 400 mg/dl. The customer experienced symptoms such as sweating and unresponsiveness. The customer was wearing the insulin pump during the incident, but was not using the sensor. The customer's pump may have over delivered. Troubleshooting was not completed. The customer needed assistance changing their pump settings per their endocrinologist. The customer also had an urinary tract infection. The insulin pump will be returned for analysis. Pump passed functional testing.